Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, showing 40 units instead of the caller¿s expected 140 units. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on the accuracy of the pump¿s fill estimate and completed steps to remove air from the cartridge. Despite being informed about the single-use nature of cartridges and encouraged to load a new one, the customer declined to do so and chose to continue using the current cartridge, with plans to follow up if necessary.